Manufacturer narrative:
The last calibration performed on 24-oct-2023 was ok and there were no alarms. Quality controls were ok. There was no indication of a reagent performance issue. Upon review of the alarm trace, multiple abnormal aspiration alarms were observed near the time of the event. The field service engineer checked the instrument. Precision studies were performed and were acceptable. No further issues were reported. The investigation did not identify a product issue. The issue is consistent with a sample-specific pre-analytic handling issue.

Manufacturer narrative:
The ferritin reagent lot number was 702121. The reagent expiration date was requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ferritin on a cobas 8000 e 801 module. The sample initially resulted in a ferritin value of 0.5 ng/ml with a data flag. The doctor questioned the value as it did not fit with the patient's clinical history. The sample was repeated on 02-nov-2023, resulting in a value of 37.1 ng/ml. The repeat value was deemed correct.